Event description:
The patient¿s parents reported that the pod had been worn between 49 and 71 hours and was removed from their leg due to experiencing pain. The parents noted that there was an adverse skin reaction at the pod site. The patient¿s symptoms included rising blood glucose levels, pain, puss, skin redness, and bleeding at the pod site. The patient was taken to urgent care on (B)(6) 2026, where they were diagnosed with erysipelas, and an abscess under the skin. The parent stated they cleaned the skin where the abscess was with betadine scrub, vaseline cream, and hormone cream, mometasone furoate. The patient was prescribed an antibiotic, claritromycine 250 mg/ml 3 units twice per day for 10 days. The parents reported managing the abscess with topical products, and the antibiotic regimen appears to have helped.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.